Event description:
Journal reference: kenney, et al "short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. Four pts (dbs leads n=4) experienced high lead impedance of unk cause. Pt symptoms, treatment and outcome info was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each pt may have experienced more than one complication.